Event description:
Per information provided: (B)(6)2010 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with the implant of two sepramesh ip (device 1 and device 2). Per op notes, "two sepramesh ip (device 1 and device 2) was placed deep to the fascia using sutures." (B)(6)2010 - patient was diagnosed with recurrent incisional hernia thereby underwent repair with the implant of sepramesh ip (device 3). Per op notes, "small bowel that was adherent to the mesh was dissected off. Another sepramesh ip (device 3) was placed in the wound using sutures." (B)(6)2014 - patient was diagnosed with recurrent incisional hernia and intrabdominal adhesions thereby underwent repair with the removal of mesh (device 1, device 2 and device 3). Per op notes, "adhesions were taken down. Appeared to be three different meshes (device 1, device 2 and device 3) in the midline that were removed. Small bowel perforation was performed, a biologic mesh was placed."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2009) is considered to be a best estimate. This emdr represents the bard sepramesh ip (device 2). Additional supplemental emdr were submitted to represent the bard sepramesh ip (device 1) and bard sepramesh ip (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.